Event description:
It was reported that during a reposition surgery for the right ventricular lead, the pulse generator exhibted high thresholds. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.